Manufacturer narrative:
The reported event for insulation damage was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that damage was noted on the atrial lead. The physician elected to explant the lead. The patient condition was stable.